Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that change sensor alarm occurred during first day after two calibrations not accepted. The customer was advised that alert occur after two consecutive calibrations not accepted and sensor value were so different from blood glucose value. The customer sensor glucose value was 58 mg/dl and blood glucose value was 190 mg/dl. The customer was advised to replace sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.